Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The returned device had broken collar attachment prongs. Collar and black sheath could slide completely off device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when excessive and/or improper force is exerted on the collar beyond full deployment point. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during diagnostic laparoscopy, while on the initial use, the device had a leak coming from a broken sheath. The black sheath cover was loose from the shaft and the distal tip was damaged. They used another device to resolve the issue and complete the case. There was no patient injury.